Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. Device being retained by hospital.

Event description:
The affiliate reported "please use this to initiate a pqs report regarding a codman product code 80-9102. Date of incident (B)(6). Product tore. Customer also mentioned this had also occurred in (B)(6) of this year but was not reported. I will fill out complaint form this evening. (B)(6) 2014 affiliate has been asked in a phone call if the problem being reported resulted in a surgical delay or adverse outcome. More information is expected. (B)(4) 2014 the affiliate explained that unfortunately he does not have additional details regarding this complaint. He will follow-up with the rep again and will let us know. 11/12/2014 affiliate confirmed that in complaint (B)(4) rep just confirmed over the phone that there was no delay in the surgery. The hole in the tubing was discovered towards the end of the procedure. Their concern was since there was hole in the tubing could compromise the sterility and potential infection. There was no adverse impact to patient reported. The device is not available for evaluation, hospital is keeping the device. In addition, the complaint referenced that occurred in (B)(6) was not reported to (B)(6). The rep is obtaining complaint details and a new complaint will be generated. The new complaint number for the event that occured in (B)(6) is (B)(4).